Event description:
As reported by the edwards clinical specialist, following transfemoral implantation of a 26mm sapien valve, severe central aortic insufficiency (cai) was noted on tee. Per report, the valve was positioned and deployed 50:50. The physicians thought that a leaflet may not have been functioning, but could not confirm this because the patient developed atrial fibrillation (af) with a heart rate of 130-170 bpm. The physician tried to use the pigtail catheter to free the leaflet, and the pigtail crossed the valve with no resistance. The af was treated medically while a second sapien valve was deployed 50:50 within the first sapien valve. Following deployment, trace cai and trace paravalvular leak (pvl) were noted on tee. Additional investigation revealed the following: the annular diameter was 23mm by tee. The native aortic valve was moderately calcified with the calcium distributed evenly. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Per report, there was no native leaflet overhang.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the reported cai and possible non functioning leaflet cannot be confirmed. Per report, the sapien valve was in good position, and there were no anatomical factors that could have contributed to the event. It is unclear if the onset of rapid af had an impact on the function of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.